Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that the pt needed a new monitor. She stated that when she went to change the battery pack, the monitor fell apart in her hands. Support sent the pt a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a broken end cap. The connectors were loose which caused no communication with the belt. Both high voltage wires were broken off at the auxiliary board. The monitor case was also completely cracked exposing both boards. There was an unk substance all over all the boards within the monitor. The response module was also covered in an unk substance. The monitor looked to have been dropped forcibly by the pt to cause such extensive damage. The monitor was scrapped. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.